Manufacturer narrative:
Follow up #1 09/21/2016 device evaluation: the pump has been returned to animas and investigated on 08/22/2016 with the following findings: all of the keypad buttons were found to be normally responsive. No contamination was found on the button contacts. Unrelated to the initial allegation, moisture was observed in the battery compartment. There was additional moisture on a support bracket and the force sensor plate. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 1-march-2017- correction to serial#.